Event description:
It was reported that treatment was for a complex de novo lesion at a circumflex (cx) artery, heavily calcified and heavily tortuous with a strong angle. Access was made through the radial artery with a non-abbott guiding catheter and a balance middleweight guide wire. The device was prepped according to instructions for use. Pre-dilatation was completed with a non-abbott balloon catheter. The xience prime was deployed at 18 atmospheres. At the deflation step, negative pressure to the manometer was applied several times in order to deflate the stent delivery balloon catheter and remove it from the stent. There was resistance during balloon removal from the stent at the deflation time as well. The contrast dilution ratio is 50% with iomeron and saline water. There was no resistance after removal from the stent. There was no clinically significant delay in the procedure and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: 5f ebu 3.75 launcher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.